Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Image review: the angiographic study was provided for review. This study contains 19 images. Study confirms a valve dislodgement. In the cusp overlap view when they are checking the depth of the noncoronary cusp ncc there is a fair amount of parallax shown in the valve. The lao image we use to check the depth of the left coronary cusp in the cusp overlap technique and ignore the ncc because it will appear higher than normal. In this view the ncc has a depth around 8mm which would translate to maybe 9-10mm depth. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve into a patient with an annulus mean diameter of 25.8 millimeter (mm) a pre-balloon aortic valvuloplasty (bav) was performed with a non-medtronic 22 mm balloon. During the implant, the crossover technique was used. After cross checking with the left oblique (lo) projection, the valve was released from the delivery catheter system (dcs). Angiogram was then performed which showed the valve had dislodged into the ventricle to approximately 10 mm depth. As reported, the patient anatomy had not contributed to the dislodgement. Mild paravalvular leak (pvl) remained. No treatment required for the pvl a post-bav was not performed and second valve was not required at this time. No adverse patient effects were reported.